Event description:
It was reported that the patient went through withdrawal in (B)(6) 2012 and had to be hospitalized because she saw "some doctor at a new pain clinic". In (B)(6) 2012 the patient had relocated and saw a new healthcare provider (hcp), whom had taken an MRI of the patient's back and subsequently told the patient 'oh, your pain pump's not placed correctly. It's not doing you any good. I'm turning it off.' The patient stated 'within 24 hours, I was going through severe withdrawals. I was hospitalized. It was ugly.' The hcp had filled the pump with saline, and it had been filled with saline ever since that time. The patient indicated that hcp referred her to the current hcp that performs the refills of saline on the pump. The pump contained saline at the time of report and previously was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot# n172202027, implanted: (B)(6) 2008, product type catheter. (B)(4).